Manufacturer narrative:
The lot history records for the reported lot were reviewed for any abnormalities that may have contributed to the cause of the complaint. Nothing known to have contributed to the complaint was observed. The complaint sample is not available for evaluation. The complaint information has been forwarded to the guidewire component manufacturer for further evaluation. Conclusion - the complaint investigation is inconclusive. The complaint sample was not returned for evaluation. Angiodynamics cannot conduct a thorough investigation without an evaluation of the complaint sample. The complaint information has been forwarded to the guidewire component manufacturer for further evaluation. The guidewire component manufacturer responded, "without return of the actual product involved in the incident an exact cause cannot definitely be determined. The history records indicated that the product was final inspection tested and determined to be acceptable." This type of complaint is currently being researched thru a corrective action. The instructions for use indicate the following warnings in order to avoid this type of complaint: "never use force to remove the .018" guidewire. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop guidewire withdraw and allow the catheter to return to normal shape. Withdraw both the catheter and guidewire together approximately 2cm and reattempt guidewire removal. Repeat this procedure until the guidewire is easily removed. Once the guidewire is out. Advance the catheter into the desired position (zero mark)." "Remove the 0.018" guidewire and the inner dilator from the introducer sheath/dilator set." "Advance up to a 0.038" guidewire or catheter through the introducer sheath." This type of complaint will continue to be monitored for trends. No further action required at this time. However, if the product is returned for evaluation this investigation may be re-opened.

Event description:
Problem occurred during a PICC line placement. Wire resisted removal. During the process of removing the wire, it broke and became separated. I observed the xray films which looked as if the wire had tied itself in a knot inside the patient.